Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) greater of 560 mg/dl with unspecified ketones, rapid and deep breathing, abdominal pain, chest pain and vomiting associated with an alleged power issue. Reportedly the patient discontinued pump therapy and was treated at the hospital with intravenous (IV) fluids by their health care provider. At the time of the call, the patient remained hospitalized and was diagnosed with diabetic ketoacidosis. During troubleshooting with customer technical support (cts) it was noted that the battery compartment was cracked and the battery cap was unable to be tightened causing an intermittent power issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2017 with the following findings: a review of the black box showed a replace cartridge alarm followed by unexplained power on reset events, and deliveries were not resumed. Another replace cartridge alarm was recorded followed by power on reset events, and the deliveries were resumed. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped, and was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. No power on reset events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Unrelated to the original complaint, the cartridge compartment was damaged at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.